Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Over a two day period, the patient experienced tiredness, nausea, vomiting, increased thirst, increased urination and a loss of consciousness on two separate occasions. The second time she lost consciousness, she was found unresponsive on the floor by her neighbor who called emergency medical services (ems). The patient's tandem pump displayed low; however, her bg was over 500 mg/dl. The patient was treated, transported to the hospital where she was admitted for diabetic ketoacidosis (dka). The patient regained consciousness in the hospital. She was treated with insulin and thyroid medication. The patient was still hospitalized at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.